Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a "check vent: proximal pressure sensor autozero failed" error message. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device displayed a "check vent: proximal pressure sensor autozero failed" error message. A repair proposal for the solenoid valves and data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for repair, and the customer accepted. The replacement parts were shipped to the customer. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was being prepared for use on a patient and was swapped out with another working ventilator. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse dismantled the device, inspected the gas delivery subsystem (gds), and determined that the solenoid valves and data acquisition (da) printed circuit board assembly (pcba) were faulty. The fse replaced the solenoid valves and da pcba, successfully performed a system leak test, ran the device for approximately 30 minutes, and found that the ¿proximal pressure sensor autozero failed¿ alarm error did not reappear. No further alarms were observed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.